Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 51 mg/dl. The customer¿s current blood glucose value was 98 mg/dl. The customer did not experienced symptoms of low blood glucose value. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. The customer was using auto mode at the time of incident. No further complications were reported. The customer will continue the use of device. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.